Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracked battery compartment and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: there is an evidence of cracked from the top of battery compartment toward the pump case seal. Unrelated to the complaint, the display screen also has a dim pink and fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.